Event description:
During a remote follow up, an increased threshold and high pacing impedance were noted on the right ventricular (rv) lead. Technical support was contacted and encapsulation was suspected. Technical support recommended lead replaced. No intervention has been performed at this time. The patient was stable and will continue to be monitored.